Manufacturer narrative:
The other additional 2 mitraclips referenced are being filed under a separate medwatch report number. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A definitive cause for the reported patient effect of tricuspid stenosis and thrombosis could not be determined. It should be noted that the intended use section of the mitraclip system, instruction for use states: ¿the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. The reported off-label use appears to be related to the use of the mitraclip device on the tricuspid valve; however, it could not be determined if using the mitraclip on the tricuspid valve caused or contributed to the reported difficulties. The reported patient effects of tricuspid stenosis and thrombosis are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report thrombosis, stenosis, treatment with medication, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade 4. On (B)(6) 2020, three clips were implanted for off label-use, reducing tr to <1. The next day, imaging revealed thrombosis on the anterior septal region and possibly to the posterior septal region, indicating the thrombosis is across all three clips (00107u222, 91106u225, 91106u244) . Additionally, the mean pressure gradient increased to 6mmhg. The stenosis was not treated since the patient did not experience any clinical symptoms. However, blood thinners were administered to the patient in an attempt to treat the thrombosis. The patient will remain hospitalized until the thrombosis is resolved. There was no clinically significant delay in the procedure. No additional information was provided.